Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was unable to launch the cns software. Additionally, the display screen was black upon bootup. This issue first started with a failed touchscreen on the secondary monitor screen. After troubleshooting this issue with nihon kohden technical support (nk ts), some settings were changed inadvertently by the biomed in the nvdia control panel, which led to the reported issue. No patient harm was reported. Investigation summary: boot up failure, including boot looping, booting into bios, failure to load the cns application, and failure to complete the boot up cycle are results of hard disc drive (hdd) failure. Unable to power the device on may also be caused by an incomplete connection between the display monitor, keyboard, mouse, and the central processing unit (cpu). For this event, the root cause could not be determined due to the lack of information. Based on the fact that user later reported the issue was resolved after exchanging components and later reverted these components back to the old ones, the issue may lie in the connections - the setup stage of the device use. There is no indication of device malfunction. Service history for this serial number shows no recurrence of the reported event.

Event description:
The customer reported that the central nurse's station (cns) was unable to launch the cns software. Additionally, the display screen was black upon bootup.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is unable to launch software. The customer also reported that their screen turned black upon boot up. This issue first started with a failed touchscreen on the secondary monitor screen. After troubleshooting this issue with nk ts, some settings were changed inadvertently by the biomed in the nvdia control panel which ked to the reported issue. No harm or injury was reported. The customer will be ordering new hdd's in order to mitigate the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is unable to launch software. The customer also reported that their screen turned black upon boot up.